Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace transmitter alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Event description:
It was reported that a replace transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and a transmitter error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low battery voltage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).